Event description:
During a follow-up the physician measured low r wave amplitude and high rv pacing threshold. X-ray confirmed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.